Event description:
Customer reports to have received a no delivery alarm. Customer states he changed infusion set and still received a no delivery alarm. Customer's blood glucose was 400 mg/dl which was treated and blood glucose rose to 500 mg/dl. Blood glucose at the time of call was 132 mg/dl. Customer reports to have been hospitalized on (B)(6) 2014 for diabetic ketoacidosis. Customer's blood glucose at time of hospitalization was 600 mg/dl, which was treated with intravenous drip. After troubleshooting, customer was advised to change infusion sets and reservoir. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).